Event description:
Boston scientific received information that during the conversion needed for the associated study; a safety core error was displayed. Technical services was contacted and provided information that therapy may not be available for eight minutes during the conversion process and suggested to wait for the appropriate time and if the error persists, device replacement was recommended. During the conversion the process was interrupted likely due to a telemetry issue. During the attempt to upload software six times: two times the programmer did nothing, but also didn¿t show any error code. Four times conversion stopped with an error code displayed. The information displayed for only 2 seconds before a black screen occurred. A decision was made to change rooms. Two further interrupted conversions were encountered with the same error code. The programmer was changed. Two further interrupted conversions were also encountered. During all attempts telemetry signal was verified. The third attempt with the second programmer in a different room was successful. Altogether the device remained in safety core mode for approximately seventy minutes until conversion could be completed. It was thought this was due to an issue with the programmer being unable to maintain connection with the device during the software conversion process and the need to restart the process several times. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, the conversion was finally successful and this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.